Event description:
Dialysis center reported that the pt was being treated with an althin tina dialysis instrument and an exeltra 190 dialyzer. Blood had circulated through the dialyzer but not yet reached the pt when they became unresponsive, had low blood pressure and subsequently died. Pt had no other symptoms or signs, e.g, to suggest anaphylaxis or dialyzer reaction. No autopsy was performed.